Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the device exhibited post paced t wave over sensing. No intervention was performed, and device is being monitored. There were no patient consequences.